Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received two unsealed 20ga x 1.00in. Insyte autoguard bc winged units from lot number 4222721. The needles were received fully retracted. A functional test showed that the needle retracted within specification. Although we were unable to confirm your reported issue of a slow retraction, the condition of the returned device may have made it difficult to replicate as the device was previously retracted. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc wing needle was slow to retract. The following information was provided by the initial reporter: the needle is retracting slowing when the safety button is pressed. On (B)(6). 1. Could you please provide a further description of the issue? When pressing the white button to retract the needle, there is a delay or sometimes no retraction of the needle at all. 2. When was this defect observed? During or before use? Observed during use. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No injuries. 4. Can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2024. 5. Was button depressed? Can the button be pushed or does it appear ¿stiff or stuck¿ the button appeared to be stuck. 6. Did needle retract at all? Was there a needle stick injury? No injuries. There were a few instances where the needle did not retract at.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Additional information of fa number.